Event description:
I had my mentor saline 450cc implants put in (B)(6) 2007 and they started to give me issues in 2017 when I got pregnant. My body started rejecting them and causing pain and tons of symptoms including but not limited to brain fog, memory loss, chronic fatigue, weight gain, capsular contracture, seizures in my baby, back pain, depression, suicidal thoughts, blurry vision, nausea, quality of life, skin problems etc. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).